Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via tka for the patient's right knee joint. It was reported that the revision surgery was scheduled on (B)(6) 2021 due to sinking of tibia side implants. No further information is available.